Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
On (B) (6) 2009, the lead was repositioned again due to dislodgement.

Event description:
It was reported that variable ventricular oversensing was observed. Patient received inappropriate hv therapy as a result. The device was reprogrammed. The physician decided to monitor the patient.